Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient reported to the hospital following a syncopal event. The patient also experienced melena and severe anemia. The hemoglobin was between 4.3 and 4.6 g/dl. The patient was admitted and transfused with three units of packed red blood cells (prbcs). An endoscopy was performed and revealed moderate gastritis with no evidence of active bleeding. The implanting center correlated this to the drop in hemoglobin. At the time of the event, the patient was taking the anticoagulant warfarin. The gastrointestinal (gi) bleed was reported to have resolved on (B)(6) 2016. The patient¿s complaint of syncope started and resolved on (B)(6) 2016. It was reported that he syncope was likely due to hypovolemia and profound anemia. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, the patient called to report dark stool. The patient¿s coumadin was discontinued in light of decreased hemoglobin and hematocrit. On (B)(6) 2016, labs revealed hemoglobin of 7 g/dl and hematocrit of 23%. The patient was taking the anticoagulant warfarin at the time. The patient was readmitted for blood transfusions and a gi consult for suspected gastrointestinal bleeding. On (B)(6) 2016, the gi bleed was reported on as ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted following a 4 day history of daily melena and progressive fatigue. A tagged red blood cell scan was positive for an active bleed in left upper quadrant. Push endoscopy revealed an actively bleeding gastric dieulafoy's lesion which was successfully cauterized. Arteriovenous malformation (avm) was confirmed. The patient was not taking anticoagulants at the time. The patient was transfused 4 units of packed red blood cells. It was reported that the bleeding resolved on (B)(6) 2016.